Manufacturer narrative:
The complaint device was received and visually examined, we cannot tell anything from this. A review of the complaints system revealed no other complaints of any kind for this reported lot. We cannot discern a root cause for the reported failure. Although it is reported that there is no patient consequence, if this was to recur and the broken fragment was not retrieved from the patient, it is possible that patient injury could potentially occur. We do not know what impact, if any, this would have on the patient. It is because of this uncertainty that a decision was made on april 2, 2008 to a report to document this event. At this point in time no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting that during an arthroscopic meniscal repair while attempting to deploy a meniscal fastener, the fixation device broke apart. All of the fragments were retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.